Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not explanted reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: 16-116054 rnglc+ ltd hole shell sz54 lot 209010, 103531 ti low profile screw 6.5 x 20 mm lot 873610, 103533 ti low profile screw 6.5 x 30 mm lot 791100, 150481 diah seg lock screw set lot 377550, 31-323230 3.2 mm x 30 mm rnglc+ acet drl bit lot 784190. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised approximately one year post-implantation due to dislocation. The femoral head was swapped. No further information is available at this time.